Manufacturer narrative:
Eval summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4). This report was mailed to FDA on: 12/20/2013. The MFR internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant surgery, a capsular bag tear occurred. The iol was removed and replaced with another iol. The surgery was delayed three minutes. Add'l info has been requested.